Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that the patient experienced tissue erosion and possible infection. The pacemaker was explanted, but the right ventricular (rv) lead was left implanted with the new pacemaker. No additional adverse patient effects were reported.